Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 580 mg/dl. A correction bolus and insulin injections were administered. Customer did not know cause of elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Tandem clinical diabetes specialist discussed event with the customer and reported customer resumed pump therapy.